Event description:
It was reported that during an unspecified procedure a balloon burst occurred. The details of the lesion are unknown. Before inflation the 1.5x15mm maverick2 monorail balloon burst. The patient status is ok with no complications reported. Additional information requested but not received.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the reported damage is attributable to procedural factors and/or interaction with patient anatomy or other devices.